Event description:
The following information was provided: Left hip. Patient revised as one of the cable snapped. Surgeon removed all cables and cable plate. Surgeon attempted to re-implant a new, longer cable plate but changed his mind during the case. No other information available due to hospital policy.